Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited difficulties with interrogation. A software update was performed, and attempts were made to interrogate the device by palpating it, lifting it approximately one inch, and circling the programmer around the device, but these efforts were unsuccessful. No adverse patient effects were reported. This crt-d remains in service.